Event description:
It was reported that during the procedure, the tower's main power shut down, causing all installed machinery to lose power for approximately 10 to 20 seconds. Tower is OEM product.(f-nsk-006-00).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.